Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient had runs of ventricular tachycardia (vt). It was noted that the implantable pulse generator (ipg) exhibited high rates and unusual pacing. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.